Event description:
An agfa installation/configuration error during a report customization resulted in 26 reports containing erroneous anatomic segment locators.

Manufacturer narrative:
A review of the customer's database found twenty-six study reports with anatomic modifier errors. There were no report(s) of patient harm. This MDR report is due to potential harm that could have been caused as a result of the problem. Only one customer site was affected and we have taken interim measures that prevent the problem from occurring pending final corrective action.